Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bruising, "inflamed papules", and skin rash are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "right after" injection with juvederm voluma xc in the cheeks patient developed bruising at the injection site which resolved without treatment. Four days after injection patient developed "red nodules", "inflamed papules" and a rash at the injection site. Patient has a history of cold sores and was being concomitantly treated with valacyclovir at the time of injection. Patient was treated with "desowen" ointment, massage, and ice after which these symptoms resolved.